Event description:
Patient undergoing cardiac valve surgery- scending aortic aneurysm repair with 32 mm gel coated conduit with 27 ovalis medtronic bioprosthetic coronary button reimplantation (right and left). When the surgeon was suturing the new valve in place, he experienced suture breakage. Another suture, of the same kind, was brought in and it too broke during placement. At the end of the case, the surgical field was dry. Patient was taken to ICU immediately post op. Upon arrival to the ICU, a large amount of bloody drainage was noted coming from this chest. Patient had to be returned emergently to the operating room for exploration. The surgeon found the suture had broken at the left coronary button site anastomosis. The surgipro 6-0 was replaced entirely, and patency of the anastomosis site was restored. Approximately 500 ml blood was encountered in the mediastinum when the patient's chest was re-opened. Patient has had no other complications since this event and is progressing as expected.